Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they were not sure what caused the more leakage. Patient also reported that they did have a urine test done on (B)(6) 2017 because they thought that they had uti but had not gotten the results yet from their doctor. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient said they had two urinary tract infections (utis) since they got the device. Patient said prior to getting the device they had utis a lot and took nitrofurantoin. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had more leakage and was going back to using a heavier pad. The change in therapy was not related to positional movement. Patient had access to patient programmer (pp) and it showed stimulation was on. Patient had the ability to change programs. It was unknown whether the patient was feeling stimulation in the correct area. The issue was said to be not resolved as it was too soon to determine whether increase in setting would improve symptoms. Patient was advised to complete voiding diary to track progression/therapeutic response. This was considered a sudden change in therapy/symptoms. No further symptoms or device complications reported/anticipated.